Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. A review of the log shows no errors. The failure analysis found additional observations not reported by the site that is not related to the customer reported complaint ¿not recognized by system¿: this instrument¿s grip tips were not moving intuitively, i.e., they were not following the master tool manipulator (mtm) input commands smoothly. The root cause of this failure is associated with mishandling/misuse of the device. The instrument also failed the grip-clip test, and the clip was not able to close properly onto the tubing. The root cause of this failure is attributed to user. The instrument was found to have multiple input disks broken and cracked. Hairline cracks were found on grip input shaft. Input disk #6 was found broken into pieces inside of the housing. This failure caused the non-intuitive motion and clip test failures. The root cause of this failure is attributed to user. The instrument was also found to have one or more of the housing snaps broken. The root cause of broken snaps instrument housing is associated with mishandling/misuse.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was not recognized by the system. The customer changed the drape and used a backup instrument of the same kind to complete the procedure with no reported injury.